Manufacturer narrative:
The onyx has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Based on the reported information there was not any device malfunction. This is a procedure related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that patient had hematoma during the procedure. The patient underwent embolization treatment for an arteriovenous malformation (avm). The vessel was normal tortuous. It was reported that treatment of inflow arteriovenous malformation (avm) from anterior cerebral artery (aca) and middle cerebral artery (mca). When the marathon catheter was removed after approach from the aca and attempt was made to perform the approach from the mca, the drainer's depiction disappeared, and a hematoma was confirmed by a cb-CT scan (cone-beam computed tomography). The procedure was discontinued, and the procedure was converted to craniotomy.

Event description:
Medtronic received information additional information: per the physician, "possibility of bleeding due to increased pressure of nidus due to thrombosis of drainer." There was no issue removed the catheter from the patient. The whole catheter was removed from the patient. The catheter was discarded at the facility due to infection prevention. The onyx will not be returned. After urgent ope for hematoma removal, the patient had clear consciousness, and conversation and oral intake were possible, almost no paralysis in right upper limb, paresis of about 3/5 mmt in lower right limb, part of visual field might be impaired, visual field was not clear in confrontation field test. Regarding higher brain dysfunction, it has not been fully evaluated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.